Event description:
It was reported that when the pain patient went to the hospital on (B)(6) 2016 that "it was found the bladder ruptured in patients with abdominal subcutaneous" and that "the stimulator fell out of the body, so it could not work normally." It was further reported the reason for the rupture was "unknown" and that the event "involved infection." The patient's physician explanted their stimulator and lead at that time and the patient was "well" at the time of report. Additional information received the next day noted the patient had not been reimplanted and was "still in anti-infection treatment."

Manufacturer narrative:
(B)(4)

Event description:
An alternate translation of the event reported the patient went to the hospital on (B)(6) 2016 because their ¿subcutaneous pocket¿ had ruptured and the stimulator fell out. It was noted the patient¿s ¿pain got worse¿ due to the event; however, the patient was ¿well¿ at the time of report and it was added that ¿no negative effect was observed on the patient.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.